Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was received by the facility and evaluated, and the following was observed: two hockey puck views of the landing zone. Each view shows calcification and a pre-existing surgical valve. In this case, the balloon burst, with inability to withdrawal the system, and system component separation was unable to be confirmed as neither the device nor relevant procedural imagery was provided by the facility. Available information suggests patient anatomy (calcification) and procedural factors (over-inflation, withdrawal of burst balloon, and excessive manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr procedure with a 26mm sapien 3 ultra resilia valve, the balloon ruptured at the end of inflation. During removing of the ruptured balloon, there were difficulties removing the device due to the distal half of the balloon being inverted and getting caught in the intra atrial septum. A piece of the delivery system tip became lodged in the femoral vein, and the balloon was separated into two pieces requiring a cutdown to remove the piece. The distal half completely detached from the circumferential tear of the balloon while trying to pull everything out of the left atrium. The patient tolerated the procedure well. Per report, there was mild to moderate calcium on the surgical valve visible by CT, but not visible on x-ray. It was difficult to determine where the calcium was located, within the lumen of the valve or on the outside of the valve. By CT, the measurements of the inflow landing zone was 23-24 mm, but the expected ID was 25-26 mm. The surgical valve in between sizes, a 26 vs 29 mm sapien. The team chose the smaller valve and added +2 cc of volume to ensure the valve was expanded appropriately and would not migrate.